Event description:
The pt was implanted with a siltex saline mammary prosthesis on 10/27/98. Subsequently, the pt experienced a deflation of the device, breast pain and irritation/inflammation/swelling. The device was removed on 3/22/99.